Manufacturer narrative:
Per field representative's reply, the device was disposed. Thus, clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) only lasted for three years. An attempt to obtain additional information from the field was unsuccessful. This crt-d was explanted. No additional adverse patient effects were reported.